Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the handset was lagging at 90% for 10-15 minutes. The agent walked the patient through clearing the data. The patient stated that when they went to settings a message stating "high battery usage" displayed on their screen and applications were having issues and to put application to sleep. The agent had the patient reset the patient therapy manager (ptm) and instructed the patient to close all apps. After clearing the data, the patient was able to successfully connect to their pump with no lag. The patient requested for the instructions on how to clear data; the agent provided information via email. Information omitted and split into pe 709221584 (communicator issue, charging cable).

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6), product type product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.